Event description:
The consumer alleges the hand control overheated and caught the bed on fire. No injury is alleged.

Manufacturer narrative:
MFR obtained device on 11/20/06. Device has been in service since 2002 with no reported incidents. Maintenance and service history is unknown. During inspection process of the returned product a non-invacare component was observed. The non invacare component was damaged along with the invacare components. The MFR does not authorize use of this component with our product. Due to the condition received, it's unclear if components were connected correctly. Malfunction of device not established.